Event description:
Patient states that insulin is dripping from the infusion set tubing after pump motor has stopped. Patient does not know if there is a visible gap between pump piston and reservoir. Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4)

Manufacturer narrative:
One used device was returned for evaluation. The tubing was visually inspected for any tears and cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vest test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vest test. Furthermore the sample failed flow test of the tubing. The reference material was tested and all samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in 1 similar complaint for the involved lot number 8200974. No relevant deviations during manufacturing were recorded.